Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the unit failed inspection for no image with the 180-scope due to faulty patient board set. Additionally, a worn-out video connector caused flickering image and the rear panel was corroded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii video system center is unable to display scope image. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of no image display is due to the failure of the patient board set. In addition, the noted damage inside the video connector contributed to the cause. Since the subject device was manufactured approximately nine years ago, it is presumed that the failure occurred due to prolong use. Olympus will continue to monitor complaints for this device.